Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was close to 500 mg/dl and over 400 mg/dl at the time of incident. Customer experienced blood glucose value of 600 mg/dl also. The customer declined troubleshooting for high blood glucose value. The customer was treated with insulin drip during hospitalization. Customer was unable to complete carelink upload. Customer did not mention any symptoms related to high blood glucose event. The device will not be returned for analysis.